Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the equipment exhibited the laser did not work. Procedure details and patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
The company representative able to resolve the reported event remotely with the customer. Therefore, the system was not tested on-site. However, the customer confirmed that the emergency button was activated. The customer then, had to unlock it. After unlocking the emergency button, the customer reported that the system was working as intended. Based upon the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The complaint was determined to be irrelevant to this investigation. Based upon the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).